Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The suspect device was returned for evaluation. Visual inspection, and performance tests were performed, and the device was found to be functioning per specifications. The customer reported malfunction could not be verified. (B)(4).

Event description:
It was reported by a customer that during the &quot;prior to use&quot; test, the endobronchial tube balloon cuff was unable to deflate. There was no patient involvement. (B)(4).